Manufacturer narrative:
Two implants and three small pieces of suture were returned. Inspection of the returned products and device history review revealed nothing that could have contributed to the infection reported. This is the first complaint of this type for this part/lot combination. Based on previous evaluations, infection cases are usually hospital acquired. The type of organism identified in this pt is a pathogen responsible for many nosocomial infections. This event is not considered product related.

Event description:
It was reported that the pt presented with pain and swelling of the knee three weeks post an anterior cruciate ligament repair. The pt went back to the surgery center where the graft and the implants were removed. A culture done indicated enterobacter was present. The pt is being treated with antibiotics for a period of 4-6 weeks after which a revision will be performed. This is the first of two reports submitted for this event. This device is used for treatment.